Manufacturer narrative:
(B)(4) - acute pancreatitis; non-surgical medical intervention required; hospitalization. Study: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and revealed that the device met all material, assembly, and product specifications at the time of release to distribution. Pancreatitis is listed as potential complications in the directions for use (dfu). Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted within the distal common bile duct on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2009. Prior to the stent placement procedure, a sphincterotomy was performed and the distal biliary structure was dilated with a balloon dilatation catheter and two plastic stents. On (B)(6) 2010, liver function tests were performed and recorded. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. The previously placed plastic stents were removed prior to the study stent placement. During the procedure, the stent was not placed in the original location to help prevent stent migration; the stent was placed under the cystic duct. The patient was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2011, the patient experienced severe acute pancreatitis and was hospitalized. On (B)(6) 2011, an intervention was performed and the study stent was removed. On (B)(6) 2011, the subject was discharged from the hospital and the event was considered resolved without residual effects.